Manufacturer narrative:
(B)(4) the rt340 adult dual-heated evaqua breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. Method: the complaint rt340 breathing circuit was returned to fisher & paykel healthcare (fph) (B)(4) and visually inspected. The heater wire pins were tested to check if they could be connected to a heater wire adaptor. Results: a hole was found in the evaqua (expiratory) limb of the complaint breathing circuit, approximately 22 mm away from the patient end connector. Conclusion: based on inspection of the hole damage, it is likely that the evaqua expiratory limb was punctured or scratched by a blunt object. All rt340 breathing circuits are pressure tested for leaks prior to being released for distribution. In addition, tubing weight and bond strength tests are performed every 15 minutes. Any breathing circuit which fails any of these tests is discarded. This suggests that the breathing circuit was damaged after the product was released for distribution. (B)(4). The user instructions supplied with the rt340 breathing circuit state: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; set appropriate ventilator alarms; fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage.

Event description:
A hospital in (B)(6) reported via a distributor that an air leak occurred due to a faulty expiratory limb of an rt340 adult breathing circuit. No patient consequence was reported.